Event description:
The customer reported being hospitalized for high blood glucose of 526mg/dl. The customer stated that she did have some bent cannulas, but she didn't receive any no delivery alarms. Troubleshooting was performed. The customer stated that she changes the infusion sets every three to four days. Advised the customer to change the infusion sets every two to three days. Ran a fixed prime and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.